Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the transvenous right ventricular (rv) and left ventricular (lv) leads did exhibit pacing impedance greater than 2000 ohms on both the rv and lv leads. This was evident to have increased over time. The lv lead had been programmed tip to coil and when the coil was removed from the system configuration, impedance was normal. Rv threshold had risen to 5 volts at 1 millisecond. Shock lead impedance was evident to have increased about 50% from the 60s to the range of 90 ohms pace impedance. A stored event was identified which indicated rv noise, causing oversensing. This noise was unable to be reproduced with isometrics. No inappropriate therapy had been delivered, but the patient did report more fatigue and shortness of breath. A conductor fracture of the rv lead was suspected. It was not known at this time whether there may be device to lead connections issues also.

Manufacturer narrative:
To date, information suggests this crt-d and lv lead remain actively in service, but the rv lead was surgically abandoned as a result of the evident fracture. If new information would become available, this report will be further evaluated and updated.